Event description:
The customer called for help in performing a control test. She performed 2 tests and received results of "lo" and 32mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.